Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced pericarditis. A pulsed field ablation (pfa) procedure was performed off-labeled to treat a persistent atrial fibrillation. During the procedure the patient have rapid ventricular response (rvr), two cardioversions were attempted unsuccessfully. After the ablation of the four veins and posterior wall, a third cardioversion was performed successfully. After the procedure, the patient complained of chest pain and was given colchicine and discharged as usual. The patient had recovered successfully from the event.